Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device subsequent to sustaining a head injury. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery reimplantation was unsuccessful. The patient was subsequently implanted in the contralateral ear during the same surgery. The device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.